Manufacturer narrative:
Investigation findings: flare detached. Investigation results: visual evaluation of the returned device revealed an unreported failure mode, that the flare was detached. A slight kink was seen at the strain relief. Given the event description and the condition of the returned device, there isn't enough information to conclude a probable root cause. There is an investigation in place to address flare detachment issues. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a polypectomy procedure. According to the complainant, during the procedure, the loop of the device failed to extend. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. The complainant confirmed that there was no visible damage to the device. This event has been deemed a reportable event based on the investigation results: flare detached.